Manufacturer narrative:
A bec field service engineer (fse) was dispatched for the event. The fse replaced the mc sample t valve. Repair was verified per established procedures. Results met published performance specifications. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report a leak from their unicel dxc 600 pro synchron clinical system. Specifically, the modular chemistry (mc) sample syringe 3 way valve was leaking. The customer stated that the syringe barrel was tight and the mc sample syringe was not discolored. The customer stated that no erroneous patient data was generated. No effect to patient or user was reported in connection with this event.